Manufacturer narrative:
(B)(4).

Event description:
The patient was revised due to infection. Components were replaced for the same sizes after the washout was performed. Doi: unknown, dor: (B)(6) 2021 affected side: right hip.